Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a damaged pump head door in the latch area. To correct the condition, the pump head door in the latch area was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device had a preliminary evaluation onsite by a baxter technician. The device will have a complete evaluation performed at a baxter facility; however, the device has not yet been received. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During preventive maintenance by a baxter service technician, a flo-gard infusion pump was found with a broken pump head door in the latch area. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.